Manufacturer narrative:
Although no volume estimate was provided, the user facility report indicates that some blood loss was associated with this event. The returned sample was decontaminated and visually examined. This eval confirmed the reported leakage. All units are leak tested during prod and there were no indications of any prod related problems in the device history record. A review of the complaint records confirmed that this lot # has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file in qa for appropriate tracking, trending, and f/u.

Event description:
The user facility reported a small blood leak from the centrifugal pump during a bypass procedure. The perfusionist determined that it was not necessary to change out the unit or take any other corrective action to address this observation. The case was reportedly completed with not complications or pt injuries. Add'l event specific info was not available.